Event description:
It was reported that during a lead reposition procedure a few weeks after implant they had noise that was oversensed and high impedance when reconnecting the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD). The connection was confirmed, and tried to reinsert with the same outcome. When connected to the pacing system analyzer (psa) there was no noise and excellent thresholds/impedances. The decision was made to use a new device, with the thought that maybe it had gotten damaged. A new device was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. A right ventricular (rv) lead connector end could be fully inserted without any difficulties, and the setscrew was verified to hold the lead in place when tightened. The device was then exposed to simulated heart load conditions, where the pacing, shocking, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams and impedance measurements were within normal range. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the noise and impedance issues.

Event description:
This supplemental report is being filed with analysis details.